Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic feeling dizzy. Device interrogation revealed episodes of right ventricular noise reversion due to the right ventricular lead. No intervention was performed at the time.